Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) was oversensing resulting in the delivery of inappropriate shocks. A review of the episode detail noted intermittant loss of capture and what appeared to be t-wave oversensing.